Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified two curved openings, crease folds, and blood was not observed in the gel. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a curved striated openings on posterior and anterior, and non-penetrating nicks. Based on the device analysis the final assessment was a curved striated opening on posterior and anterior due to surgical damage consistent in the use of a surgical tool.

Event description:
Healthcare professional also reported "fibrocystic breast disease"; this is event is not related to the device. The device has been explanted.